Manufacturer narrative:
Attempts to retrieve the device is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established.

Event description:
It was reported that two weeks following a full sternotomy aortic valve replacement procedure with an 8300ab23j aortic valve, the valve was explanted due to severe paravalvular leak (pvl) and hemolysis. Per the reported information, no pvl was observed immediately after the initial implant surgery, then developed about two weeks later and caused hemolysis, which required reintervention. No intraoperative attempt to treat pvl was made at the device implant. Hypertrophic aortic-mitral curtain was described as an anatomical factor potentially associated with the event. The patient outcome was unknown at this time.

Manufacturer narrative:
Device evaluation: customer report of paravalvular leak was unable to confirmed through visual observations. X-ray demonstrated wireform intact, frame expanded and all three commissures bent inwards. As received, free margin of all leaflets were wavy. Host tissue on the stent circumference was minimal at the outflow aspect. No other visible inconsistencies were observed on the valve. Suture holes were visible near all three black stitch markings on the sewing ring; one suture hole near each. Paravalvular/perivalvular leak (pvl) refers to blood flowing through a channel between the sewing ring of the implanted valve and the cardiac tissue due to an insufficient seal of the valve to the annulus. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl, as the bioprosthesis may not seat properly after debridement. Technique related factors during implantation, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may also create difficulty seating the bioprosthetic valve, resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. There is insufficient information available regarding patient or procedural factors known to cause or contribute to pvl. Therefore, a definitive root cause cannot be conclusively determined.

Event description:
It was reported that two weeks following a full sternotomy aortic valve replacement procedure with an 8300ab23j aortic valve, the valve was explanted due to severe paravalvular leak (pvl) and hemolysis. The explanted device was replaced with a non-edwards valve. The patient outcome was not provided. Per the reported information, no pvl was observed immediately after the initial implant surgery, then developed about two weeks later and caused hemolysis, which required reintervention. No intraoperative attempt to treat pvl was made at the device implant. Hypertrophic aortic-mitral curtain was described as an anatomical factor potentially associated with the event. This 61-year-old male patient was reported to have no clinically significant preoperative conditions.

Manufacturer narrative:
Added information to b5.

Manufacturer narrative:
Added information to h2, h3, h6. Device evaluation: customer report of paravalvular leak was unable to confirmed through visual observations. X-ray demonstrated wireform intact, frame expanded and all three commissures bent inwards. As received, free margin of all leaflets were wavy. Host tissue on the stent circumference was minimal at the outflow aspect. No other visible inconsistencies were observed on the valve. Suture holes were visible near all three black stitch markings on the sewing ring: one suture hole near each.